Manufacturer narrative:
Device evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The distal tip was curved with partial flattening and damage at the distal end. It was not possible to advance a glide wire past the damaged section. The tip was cut immediately proximal to the damage. Congealed blood residue was removed from the tip using a mandrel. There was no further damage observed on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in a patient for the endovascular treatment of a 3.0cm thoracic aortic aneurysm. It was reported during stent delivery, the physician observed the device had a defective tip head. As per the physician the cause of the event was a defective delivery system. The physician used another manufacturer's stent graft to complete the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.